Manufacturer narrative:
Polident is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of numbness in a (B)(6) female pt who received double salt denture cleanser (B)(4) (polident fraicheur) cream for dentures. A physician or other health care professional has not verified this report. In (B)(6) 2008, the pt started double salt denture cleanser (B)(4) five or six times per day. In (B)(6) 2008, the pt experienced numbing members. Use of double salt denture cleanser (B)(4) was discontinued. At the time of reporting, the event was unresolved. F/u info received 15 march 2010, from consumer: the pt received triple salt dental adhesive cream (polident maximum adherence fraicheur denture adhesive cream) for fitting of denture. On an unk date in (B)(6) 2008, the pt started triple salt dental adhesive cream five to six times per day. On an unk date in (B)(6) 2008, the pt experienced numbness ("numbing members"), vomiting, anemia and lymph node disorder ("no details"). This case was assessed as medically serious by gsk. Treatment with triple salt dental adhesive cream was discontinued on (B)(6) 2010. The pt had several medical examinations but no diagnosis was made. The pt was going to have a medical examination on the (B)(6) 2010. At the time of reporting, the events are unresolved. F/u info received on 09 april 2010: the pt also experienced hemorrhage. The pt also had blood test which showed the level of zinc was 14000 mcg/dl instead of 70000. The pt stated that she was poisoned by zinc and because of that she was treated neurologically. At the time of reporting, the events were unresolved. F/u received 26 april 2010: the zinc level in the blood was now 13000 ug/dl. The pt underwent other blood tests to check copper levels. The pt "still experiments anaemia and epistaxis". F/u received 11 may 2010 which is reportable: triple salt dental adhesive cream (B)(4) was started on (B)(6) 2008. Co-suspect drug was double salt denture cleanser (B)(4). Concurrent medications included calcium carbonate, aripiprazole, hydroxyzine hydrochloride, activelle, and ciclopirox. The pt experienced high zinc level, low copper level, secondary infected lymph nodes, balance disorder, dizziness feeling, urinary disorder, stammer, heart palpitations, headache and rectorrhagia. The events were ongoing at the time of the report.